Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the stent implant and in the outer sheath, consistent with being advanced into the anatomy. There was saline on the tip and on the tuohy borst adapter. The stent implant was stationary on the shaft between the markers. The distal end of the stent was partially deployed 2 millimeters (mm) as reported. The outer tube sheath was retracted 7 mm proximal to the tip crown. The proximal end of the outer tube was broken from the tuohy borst adapter. There was a bend in the shaft at the distal end of the metal shaft. There was a bend in the middle of the metal shaft. There was no other damage noted to the sess. The tuohy borst valve was in the unlocked position and the tuohy borst adapter could move freely on the metal shaft. Failure to deploy can be a result of, but not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique, mishandling, kinks or bends in the shaft and/or damage to the device deployment mechanisms (tuohy borst valve, tuohy borst adapter and/or the metal shaft). To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. It may be possible the distal end of the shaft was kinked or entrapped within the lesion in such that the outer sheath could not be fully retracted. Additionally, the bends in the metal shaft and separation of the outer tube from the tuohy is likely the result of attempting to retract the outer sheath against resistance. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Although a conclusive cause for the difficulty could not be determined, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure in the internal carotid artery, an attempt was made to deploy the xpert stent; however, the sheath retracted only a few millimeters and the stent partially deployed approximately 1mm. The stent delivery system was removed from the anatomy without resistance and a new xpert stent system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.